Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, the physician implanted a total of two coils with some degree of difficulty. Another coil, a trufill dcs orbit rdfl complex fill coil became stuck inside of the microcatheter and became stretched. No additional information was provided. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.